Event description:
According to the reporter: during a lap chole laparoscopic procedure, the device made a strange noise and it was difficult to slide other instruments in and out. An endoclip is also used, the reporter stated that maybe have them coated with a lubricant. No patient injury has been noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.